Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders did not identify any abnormalities, and both passed the leak testing performed. The pump was visually inspected without any evidence of abnormalities. The pump passed the leak testing and functional testing that was performed. Based on the information available and analysis results, the clinical observations could not be confirmed, and the conclusion of cause not established was chosen.

Event description:
It was reported that the patient underwent surgical intervention to implant an inflatable penile prosthesis (ipp). During the procedure, the cylinders inflation and deflation was tested. The right cylinder would not deflate, but the physician manipulated the pump several times and was able to deflate the cylinder. Another test was performed, and the device would not deflate again. The device was replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to implant an inflatable penile prosthesis (ipp). During the procedure, the cylinders inflation and deflation was tested. The right cylinder would not deflate, but the physician manipulated the pump several times and was able to deflate the cylinder. Another test was performed, and the device would not deflate again. The device was replaced with a new ipp. There were no patient complications reported.